Manufacturer narrative:
Additional information: b5- the reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.5/+2.5/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. Uveitis was reported. Treatment of hormones; non steroidal anti-inflammatory drugs, mydriasis treatment, treatment improved, repeated attacks, after consultation decided to take out the lens. On (B)(6) 2020 the lens was explanted and the problem was resolved. D9- (B)(6) 2020. Health impact: 4625: mydriasis treatment. Health impact : 4644: hormones; non-steroidal anti- inflammatory drugs. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage to lens and debris on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.5/+2.5/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The lens was explanted, diagnostics and treatment performed. The cause of the event is reported as unknown. Attempts to obtain additional information have not been successful.